Manufacturer narrative:
Preliminary engineering investigation of returned suspect device finds that the conical tip laser diffusing fiber (ldf) is broken right at the taper and is hanging by a small piece. The cooling catheter system appears to have been cut as only a portion was returned with a flat opening at the distal end. No evidence of charring on either ldf or ccs. Investigation into the returned components is on-going.

Manufacturer narrative:
The hardware investigation of the returned visualase cooling laser applicator system (vclas) concluded that the reported event was related to a physical damage issue. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement .6mm core fiber 15mm tip shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported a thermal therapy system urokit 600 t-15 cooling catheter tip disconnected from the main sheath of the catheter. No further details regarding the damage, or how it occurred, were provided. As reported, there was no patient present when this issue was identified.